Event description:
The event is reported as: the circuit would not pass the leak test. The circuits were being tested on a ventilator when the alleged defect occurred. No pt injury reported.

Manufacturer narrative:
Sample was received by MFR, however, investigation is incomplete at the time of this report. A follow-up report will be sent when investigation is completed.